Event description:
The customer reported the left monitor intermittently had black line going across the middle of the monitor. Also, the system had a white image and they had to reboot. No pt injuries were reported.